Event description:
It was reported that the housing broke at the weld during use. The housing opening could cause the non-sterile battery to be exposed to the sterile field. There were no reported adverse consequences, medical intervention or surgical delays.